Event description:
The consumer reported that stimulation was not covering pain and they had a return of pain in their back. The change in therapy or symptoms was considered sudden. The patient had meet with the representative and been reprogrammed and stimulation felt really good, but then it wasn't covering the pain and the pain returned. The patient reported that the implant was extruding out of their body then clarified that the implant was not coming out of their body, but it had moved to the closer under the skin. It was noted that the patient had lost 6-7 pounds. The indications for use were chronic low back pain and spinal pain.

Event description:
Additional information was received from the patient reporting that the previously reported issues had continued. The patient had an appointment to see their health care professional (hcp) next wednesday and wanted a manufacturer representative to be present at the appointment. The patient was redirected to their hcp to request a manufacturer representative be present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.